Manufacturer narrative:
The device was returned with components missing. As a result we are unable to test for the reported problem. Therefore, no conclusion can be drawn.

Event description:
It was reported that the tip snapped off the device which can result in straight shots.